Event description:
Device 6 of 6, reference MFR report: 1627487-2019-02323, 1627487-2019-02324, 1627487-2019-02325, 1627487-2019-02326, 1627487-2019-02327. It was reported that the patient's scs system was explanted for an unknown reason. No further information regarding the date and/or nature of the explant is known at this time.